Manufacturer narrative:
Pharmacovigilance comment: the serious events of mass at implant site and cutaneous contour deformity were considered expected and possibly related to both treatments. The serious event of facial paralysis was considered expected with restylane lyft with lidocaine and unexpected with restylane refyne but possibly related to both treatments. Serious criteria include the need for medical intervention and long standing events suggestive of permanent damage. The non-serious event of pain and swelling at implant site were considered expected and possibly related to both treatments. As implant location was unknown for restylane lyft with lidocaine the causality cannot be ruled out. An expired restylane refyne was used. Potential contributory factors to the events include injection technique, inadequate use of hyaluronidase dissolution therapy and possibe encapsulation preventing dissolution. Possible underlying skin laxity might also contribute to the cutaneous contour deformity. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 18-sep-2020 by a female patient, who was (B)(6) old at the time of the event. The patient reported her own case. The patient medical history included migraine and allergies with peanuts. Concomitant treatments included estradiol [estradiol] as hormone medication using for 7 years, topamax [topamax] using for 8 years and fioricet [fioricet] as needed both indicated for migraine. No information about past filler treatment has been provided. On (B)(6) 2019, the patient received treatment with restylane refyne (lot 15389) to nasolabial folds, cheeks, lips, upper lip, underneath nose area and restylane lyft with lidocaine (lot 15661) to unknown location (unknown amount, needle type and injection technique). Same day, on (B)(6) 2019, the patient had several reactions few hours immediately after injection which included hard lumps/bumps(implant site mass) on lip area, upper right lip swelling(implant site swelling), left cheek swelling, pain (implant site pain), right facial drooping (facial paralysis), long lines causing extra laugh line and unnatural face shape(cutaneous contour deformity). On (B)(6) 2019, the patient went back to the injecting health care professional and was treated with hyaluronidase [hyaluronidase] to reverse the effect of the filler but it was ineffective and it did nothing. The patient then had consulted up to 3 plastic surgeons and received hyaluronidase treatment too. The recent treating physician had seen patient three times already but he did no action to her face as of the moment because according to the treating physician, her face gets worse when it was being touched and face shape now looked unnatural. The patient was recently advised for hcp follow up after 2 weeks. The patient just knew recently, that the restylane refyne that was injected to her, was already expired when it was administered. The expired restylane refyne was used(expired device used). Outcome at the time of the report: hard lumps/bumps was not recovered/not resolved. Right facial drooping was not recovered/not resolved. Unnatural face shape was not recovered/not resolved. Swelling was not recovered/not resolved. Pain was not recovered/not resolved. Expired restylane refyne was used was recovered/resolved.